Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer¿s another blood glucose level was 490 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer reported that the insulin pump did not allow them to calibrate the sensor. The insulin pump will not be returned for analysis.